Event description:
Adverse event information from pms (post marketing surveillance) patient ID: (B)(6) patient: (B)(6) male. The case was (B)(6) 2011. This is a cas operation was performed using relevant device for distal protection. Asymptomatic cerebral infarction (confirmed on MRI) was observed after the operation. Note:the physician assessed the case and indicated that there is no relationship between the relevant device and adverse event to the patient.

Manufacturer narrative:
(B)(6). The actual device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. If in the future any additional information or the actual device is returned a follow-up medwatch report will be submitted. The event has not been confirmed; no product was returned for evaluation. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.